Event description:
It was reported that patient with the plate presents a flexor pollicis longus (fpl) rupture. A revision hasn't been performed.

Manufacturer narrative:
Results of investigation: it was reported that the patient with a trauma plate presented a flexor pollicis longus (fpl) rupture. No information about if a revision surgery to correct the situation occurred was provided and the associated complaint device was not returned for evaluation. Therefore, a product analysis could not be performed. After several requests, smith and nephew has been unable to obtain the product information. As device details were not made available, device history record and complaint history review could not be performed at this time. A relationship, if any, between the device and the adverse event could not be corroborated at this time. No medical documents were received for investigation. Therefore no medical assessment can be performed. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. It was communicated that it may be several months before the information is available to smith and nephew. No further investigation is warranted for this complaint.